Manufacturer narrative:
(B)(4) band deployed prematurely. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture was intact and attached to the trip wire loop. The ligator head was returned with damaged teeth. Five bands were present on the ligator head; however, they were moved out of position and appeared tangled. The trip wire was properly secured in the handle assembly slot and properly wound around the handle spool. Functional evaluation was performed with the handle and no issue was noted. Based on the evaluation of the returned device, the complaint that the bands deployed prematurely was confirmed. However, the investigation failed to determine a probable root cause for this complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices banding procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to fire the first band successfully. However, when an attempt was made to deploy the second, more than one band was deployed at the same time. The entire banding kit and the endoscope was withdrawn from the patient. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices banding procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to fire the first band successfully. However, when an attempt was made to deploy the second, more than one band was deployed at the same time. The entire banding kit and the endoscope was withdrawn from the patient. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.